Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the registration pattern light purple appeared before the minimum trace was reached, then shifted off of the blue head model before registration was complete. There was no patient involvement. Additional information was received. It was reported that this occurred intra/peri-op of an unknown procedure. Length of delay unknown. Impact on patient outcome unknown. Additional information was received. It was reported that this issue was during a functional endoscopic sinus surgery (fess). There was a 5 minute delay and no impact on patient outcome. Additional information was received. It was reported that the manufacturing representative (rep) encountered more registration issues when attempting to register a demo head after reinstalling the application software. The rep reported that the trace would jump off of the face model during tracing and the registration would fail. During touch registration, the model would suddenly di sappear and only a black spot would remain, then the tracker would disappear. The tracker would reappear after exiting the application and re-entering it. Rep reported rebooting the application 4 times and attempting 12 registrations and these issues would occur I ntermittently. Additional information was received. It was reported that the rep filmed some of the discovered issues. In said video, rep did a trace registration on "head 3 with tumor", traced on mr-2 and managed to get a 0.5 mm registration accuracy with the whole front of demo in a green registration circle. Rep then added a touch point to the bottom of the nose. Registration model then disappeared and touch points/trace pattern were left in space. Rep went back to images screen and then tried to move back to registration screen. System monitor went blank and then prompted an error code 64. System rebooted, rep logged back in and pulled up same demo head and scan. Previous 0.5 registration was there. Rep restarted registration, system then populated computer aided design (cad) model of non-invasive patient tracker (nipt) on registration model despite not changing registration orientation methods, and rep was unable to track instrument or reference frame in emitter field. Rep reseated cable connections into break out box and was able to begin another trace registration. Rep did not move nipt model on registration model but appeared to match where it was placed on demo. When tracing to reach minimum trace, the system showed "purple" trace lines on registration model, technical services (ts) was able to replicate behavior in lab, was expected when using patient reference frame registration orientation. Rep used similar trace pattern as before but after reaching minimum trace, the trace pattern was shown imbedded in model and the patient left of the actual trace.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, ; product ID: 9736226, version#: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. Issue was confirmed. Registration pattern light purple was appearing before minimum trace was reached then shifted off of blue head model before registration was complete. Codes b01, c13, and d02 are applicable to this analysis. H6: a0709 - unable to track, tracker intermittently disappeared a0907 - registration failed a0902 - screen went blank a23 - registration issues a11 - model disappeared a1102 - error 64 a0908 - inaccurate registration a110208 - system rebooted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: system service has been updated and hardware was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-nov-07 (B)(6) (hcp): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the registration pattern light purple appeared before the minimum trace was reached, then shifted off of the blue head model before registration was complete. There was no patient involvement. 2025-nov-10 iud (rep): additional information was received. It was reported that this occurred intra/peri-op of an unknown procedure. Length of delay unknown. Impact on patient outcome unknown. 2025-nov-11 e1 (rep): no new information. 2025-nov-12 e2 (rep): additional information was received. It was reported that this issue was during a functional endoscopic sinus surgery (fess). There was a 5 minute delay and no impact on patient outcome. 2025-nov-17 iud (rep): additional information was received. It was reported that the manufacturing representative (rep) encountered more registration issues when attempting to register a demo head after reinstalling the application software. The rep reported that the trace would jump off of the face model during tracing and the registration would fail. During touch registration, the model would suddenly disappear and only a black spot would remain, then the tracker would disappear. The tracker would reappear after exiting the application and re-entering it. Rep reported rebooting the application 4 times and attempting 12 registrations and these issues would occur intermittently. 2025-nov-18 iud (rep): additional information was received. It was reported that the rep filmed some of the discovered issues. In said video, rep did a trace registration on "head 3 with tumor", traced on mr-2 and managed to get a 0.5 mm registration accuracy with the whole front of demo in a green registration circle. Rep then added a touch point to the bottom of the nose. Registration model then disappeared and touch points/trace pattern were left in space. Rep went back to images screen and then tried to move back to registration screen. System monitor went blank and then prompted an error code 64. System rebooted, rep logged back in and pulled up same demo head and scan. Previous 0.5 registration was there. Rep restarted registration, system then populated computer aided design (cad) model of non-invasive patient tracker (nipt) on registration model despite not changing registration orientation methods, and rep was unable to track instrument or reference frame in emitter field. Rep reseated cable connections into break out box and was able to begin another trace registration. Rep did not move nipt model on registration model but appeared to match where it was plac ed on demo. When tracing to reach minimum trace, the system showed "purple" trace lines on registration model, technical services (ts) was able to replicate behavior in lab, was expected when using patient reference frame registration orientation. Rep used similar trace pattern as before but after reaching minimum trace, the trace pattern was shown imbedded in model and the patient left of the actual trace. 2025-nov-19 e3 (rep): no new information. 2025-nov-24 iud (rep): additional information was received. It was reported that the rep had a loaner aio and tested it on this system. After swapping out the aio, rep was able to replicate the initial complaint once but had completed multiple registrations since then with no reported issue. Ts had the rep test all the other ports on the breakout box (bob) and was unable to replicate the complaint. Ts had the rep check electromagnetic (em) print camera diagnostics and all statuses were connected.

Manufacturer narrative:
H3, h6; the software was returned to the manufacturer for analysis. No logs or exams were available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep had a loaner aio and tested it on this system. After swapping out the aio, rep was able to replicate the initial complaint once but had completed multiple registrations since then with no reported issue. Ts had the rep test all the other ports on the breakout box (bob) and was unable to replicate the complaint. Ts had the rep check electromagnetic (em) print camera diagnostics and all statuses were connected.